Event description:
The customer received questionable results for three patients. All three patients had questionable free thyroxine (ft4) results and two of the three patients had questionable thyrotropin (tsh) results. All ft4 results are in ng/dl, and all tsh results are in uiu/ml. Patient 1 is a male with (B)(6). The original ft4 result was 7.77, accompanied by a data flag. The sample was repeated and generated a result of 7.77, accompanied by a data flag. The sample was repeated again and generated a result of 1.39. Patient 1 had an original tsh result of 0.014. The sample was repeated and generated a result of 0.057. The repeat results for the ft4 and tsh were deemed to be the correct results by the customer. Patient 2 is a male with (B)(6). The original ft4 result was 7.77, accompanied by a data flag. The sample was repeated and generated a result of 1.31. The sample was repeated again and generated a result of 1.28. Patient 2 had an original tsh result of 0.025. The sample was repeated and generated a result of 0.084. The repeat results for the ft4 and tsh were deemed to be the correct results by the customer. Patient 3 is female with (B)(6). The original ft4 result was 7.14. The sample was repeated and generated a result of 1.17. The same was repeated again and generated a result of 1.21. The repeat results for ft4 were deemed to be the correct results by the customer. The original ft4 and tsh were reported outside of the laboratory. The physician questioned the results and the samples was repeated. A specialist was called in for patients 2 and 3. It is unknown if there was any adverse event to the patients. The ft4 reagent lot in use was 16845401, with an expiration date of 06/30/2013. The tsh reagent lot in use was 16935501, with an expiration date of 04/30/2013. The field service representative checked for the cause of the problem, but was unable to determine a cause. He ran performance checks, which were within range. No instrument malfunctions were found. The customer performed qc, which was within correct ranges. Previous results were run and were in correct ranges.

Manufacturer narrative:
The investigation was unable to determine a root cause. The data provided by the customer was evaluated. It was observed that no control measurement was performed the day the false high ft4 values were obtained. A reagent related issue can be excluded since the correct result was obtained on repeat.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.